Manufacturer narrative:
There are no known lab cultures taken to confirm presence or type of infection. Diagnosis was based on visual appearance of the incision site. The incision was in the same area where the patient's bra strap crosses and there is a likelihood that the patient's clothing irritated the site and potentially introduced bacteria to the site. Infection is a known inherent risk of surgical procedures and there is no indication that the nalu system caused or contributed to the patient's condition.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 a nalu rep was informed that the patient was suspected of having an infection at the surgical incision site and was placed on antibiotics. On 19jan2024 the firm became aware that the patient had undergone a full system explant on (B)(6) 2023.